Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a break in aseptic technique further described as the patient made a mistake/touch contamination during peritoneal dialysis (pd) therapy resulting in peritonitis. The patient reported that they were going to the hospital for the peritonitis event, but it was unknown at this time if the patient was admitted to the hospital. The treatment for the peritonitis was not reported. The patient was recovering from the peritonitis. The action taken with pd therapy was not reported. Additional information was requested but was not available at this time.